Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a plum set where it was reported after gemcitabine infusion was completed, leakage on filter vent was noted. There were about 10 ml of leaked drug on the ground, but no drug in contact with patient. There was patient involvement and no patient harm.